Event description:
It was reported that the patient had his spectra penile prosthesis replaced with a 2 piece inflatable penile prosthesis because the patient "didn't feel the implant was rigid enough and would buckle during intercourse." No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.